Event description:
It was reported that needle clogs during injection while using bd nano¿ 2nd gen pen needles. This has occurred multiple times; however, no patient impact was reported. The following information was provided by the initial reporter: consumer reported does the flow check, that works, but clogs during injection. Finds from this box 1 pen needle per week that is clogged during injection along with a prior box.

Manufacturer narrative:
The following fields have been updated due to additional information: b.5. Describe event or problem: it was reported that needle clogs during injection while using bd nano¿ 2nd gen pen needles. This has occurred multiple times; however, no patient impact was reported. The following information was provided by the initial reporter: consumer reported does the flow check, that works, but clogs during injection. Finds from this box 1 pen needle per week that is clogged during injection along with a prior box. D.4. Medical device lot #: 1019173; d.4. Medical device expiration date: 31-jan-2026; h.4. Device manufacture date: 19-jan-2022. H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle clogs during injection while using bd nano¿ 2nd gen pen needles. This has occurred multiple times; however, no patient impact was reported. The following information was provided by the initial reporter: consumer reported does the flow check, that works, but clogs during injection. Finds from this box 1 pen needle per week that is clogged during injection.